Manufacturer narrative:
Follow-up #1 date of submission 09/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2016 with the following findings: a review of the black box data showed no evidence of short battery life. The pump¿s current draws measured within specifications. The battery compartment was cracked and corrosion was visible in the battery compartment. The pump failed a leak test at the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.